Manufacturer narrative:
Date of event: please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Umemura, a., jaggi, j.l., hurtig, h.I., siderowf, a.d., colcher, a., stern, m.b., baltuch, g.h. Deep brain stimulation for movement disorders: morbidity and mortality in 109 patients. J neurosurg. 2003; 98 (4): 779-784. Summary: there is a significant incidence of adverse events associated with the deep brain stimulation (dbs) procedure. Nevertheless, dbs is clinically effective in well-selected patients and should be seriously considered as a treatment option for patients with medically refractory movement disorders. Reported events: a (B)(6) parkinson¿s disease patient experienced a symptomatic subcortical hemorrhage at the site of their deep brain stimulation (dbs) implantation postsurgery. It was noted the subcortical hemorrhage ¿did not overlap with the microelectrode pathway.¿ the ¿hematoma did not require evacuation, but cause mild permanent hemiparesis¿ and the patient ¿underwent rehabilitation¿ as a result. The authors indicated the patient had experienced permanent sequelae. It was noted the patient did not have a history of hypertension or coagulopathy. Further information has been requested; a supplemental report will be filed if additional information is received.